Event description:
It was reported that during a laparoscopic low anterior resection procedure, the doctor could not hear the washer¿s cutting sound and he felt difficulties in firing. When the leak test and visual observation were performed, it was confirmed that all circumference of the anastomosis site were not stapled and the deployed staples were unformed. Therefore the procedure was converted from laparoscopic surgery to open surgery for reanastomosis. The doctor commented that the doughnut was good and he felt some difficulties in removing the device. The patient was not requested colostomy. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time. The tissue was cut about 5cm from the anus. The doctor commented that the firing handle was grasped completely. The washer remained into the housing after the firing. The doctor discarded the cut washer after the doughnut was confirmed. So the washer will not return.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
(B) (6).